Event description:
Procedure type: gastric bypass. According to the reporter: the 8 days after the procedure, leakage occurred from cut end of the duodenum. Usually cute end was buried, but on this case, the end was short and could not be sutured. Only both sides of cut end were buried. Since the complication occurred at the same time, it was unsure the leakage was caused by the device. Leaked end was treated conservatively and pt is under observation. The pt is currently under observation.

Manufacturer narrative:
(B)(4).